Event description:
Boston scientific crm received info that this lead was explanted, because it had dislodged while the physician was placing the atrial lead and the pt went asystolic. An emergency temporary pacing wire was utilized and the sterile field was broken. Physician wants the pt to stabilize prior to attempting permanent pacing system again. The pt had very tortuous anatomy and there was likely extensive friction between the ra and rv leads while the atrial lead was being placed.